Event description:
Boston scientific received information that noise was observed on the right ventricular (rv) lead electrogram (egm) after pocket closure every time the physician touched the skin of the patient at the level of the implantable cardioverter defibrillator (ICD) header. A lead and device connection issue was suspected. The physician opened the pocket and disconnected the rv lead from the ICD without deactivating the device. Hence, the ICD delivered shock without the rv lead connected to it and the programmer displayed an error code 1005. High shock impedance was also detected. The rv lead was reconnected and system integrity was checked with no issues noted. Delivery of a synchronous shock revealed a functioning shock circuit with a normal shock impedance value. The rv lead and ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.